Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during rewind. The customer did not recall any significant events leading up to the motor error alarm. Customer also reported that the device had a motor position encoder error. Blood glucose level at the time of the incident was 196 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to cracked trace at motor flex connector. Unable to verify e70 alarm due to constant motor error during rewind. No cosmetic damage noted.